Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for wave oversensing (twos). The sensitivity was adjusted. A few days later, the patient presented to the clinic again with continued twos. Reprogramming was performed again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).